Manufacturer narrative:
The returned samples of this event was requested but hasn't been received till now, no sample for evaluation. The DHR of this lot was reviewed without any similar issue, the retained samples were inspected and they all meet the specification. The event can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
The phlebotomist was trying to discontinue the needle, and the connection point where the tubing meets the needle retraction broke. This one is a little more concerning as the needle was notable to retract and had an open connection in the patient's arm.